Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood and contrast present. The catheter was visually, tactilely and microscopically examined along the entire length. The balloon presents evidence that positive pressure has been applied. Inspection of the balloon found that the contrast was hardened, therefore the device was soaked in a warm circulating water bath for 48 hours. However, due to the amount of contrast still inside the balloon, inflation was not possible to confirm any damage. A microscopic inspection of the balloon material could not confirm that a rupture/pinhole was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was dilating a de-novo lesion located in an unknown vessel with this 3.0x8mm quantum maverick balloon catheter. Vascular access obtained through the femoral artery. Upon the third inflation, the balloon ruptured at 18atms. The device was removed from the patient intact. The procedure was completed with another quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was dilating a de-novo lesion located in an unknown vessel with this 3.0x8mm quantum maverick balloon catheter. Vascular access obtained through the femoral artery. Upon the third inflation, the balloon ruptured at 18atms. The device was removed from the patient intact. The procedure was completed with another quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "good".